Manufacturer narrative:
Section b5: corrected manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported cardiac arrhythmia and hypertension could not be conclusively determined through this evaluation. Review of the submitted log files confirmed low flow alarms. The submitted controller event log files collectively contained data on 24jul2024, 25jul2024, and 02aug2024. Intermittent low flow events, many resulting in low flow alarms, were captured throughout the files. Of note, the low flow events occurred at times when pulsatility index (pi) was elevated. No other notable events or alarms were captured, and the device appeared to operate as intended at the set speed for the duration of the files. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including cardiac arrhythmia and hypertension, that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. Section 6 of the IFU, under ¿blood pressure management¿, states that post-implantation hypertension may be treated at the discretion of the attending physician. Any therapy that consistently maintains mean arterial blood pressure less than 90 millimeters of mercury (mmhg) should be considered adequate. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provide information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient's symptomatic episodes were correlated with activity rather than arrhythmia.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2024 for low flow alarms. Initially there was difficulty figuring out what caused the alarms. It was noted the patient's blood pressures (bps) were up and down and they had some rhythm issues, and the pump speed was changed. Following review of the log files by tech services (ts), it appeared that low flow events were captured on (B)(6) 2024. There were also several low flow flags, which did not persist long enough to trigger the low flow alarm. The low flows appeared to occur at times when the pulsatility index (pi) was elevated. Ultimately, the low flow alarms were thought to have been caused by high systemic vascular resistance (svr) due to elevated mean arterial pressures (maps). The maps were better controlled with medication optimization. It was noted that the patient was sinus tachycardic prior to implantation with the left ventricular assist device (lvad). The arrhythmia now presented as runs of non-sustained ventricular tachycardia (nsvt), usually 3-6 beats in nature that resolved. At rest, the patient did not seem to experience any symptoms even with the arrhythmia as most of the symptomatic episodes were orthostatic in nature. The heart failure team attempted to adjust the patient's pacemaker settings to ventricular-pace (v-pace) them, which was not helpful for their symptoms, bps, or low flow alarms. The pacemaker was re-adjusted to be in backup mode only. The arrhythmia had not resolved, and the patient had intermittent non-sustained ventricular tachycardia (nsvt), which was treated with medication optimization. The arrhythmia was not thought to be device or therapy related. On (B)(6) 2024, the patient's low flow threshold was adjusted from 2.5 to 2.0 liters per minute (lpm), while on running and backup system controllers, due to the intermittent persistent low flow alarms. The low flow threshold update was performed without issues and there had been no recurrence of low flow alarms following the update. The patient was discharged home.